Event description:
It was reported via repair work order that the brakes will not engage/wont hold due to a worn brake linkage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.